Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. They had received a low battery alert before the display went blank. When they replaced the battery the insulin pump would not switch back on. They did an overnight insulin pump rest and the next morning they tried a new battery but the device did not respond. The customer¿s blood glucose level was 12 mmol/l. The device will be replaced and returned for analysis.